Event description:
It was reported the device was used during a right hemicholectomy. It was reported the tlc55 was used by the surgeon to perform a functional end to end anastomosis. The case was completed. The patient experienced unknown complications and had a computerized tomography scan on 10/13/1998. The surgeon reported leaking anastomosis (abscess near staple line). The surgeon is treating the patient medically.